Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose declined to 47 mg/dl. Customer treated their blood glucose with orange juice. The customer also reported experiencing high blood glucose. Customer's blood glucose rose to 205 mg/dl. The customer's current blood glucose was 260 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found one tiny air bubble in the customer's tubing. Customer also reported receiving no delivery alarms in the past. The customer declined to perform the high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.